Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during use, the intra aortic balloon pump (iab) had a gas loss alarm, console required exchange. Users swapped out console to continue treatment. No patient harm reported.